Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited inappropriate withholding of ventricular tachycardia (vt) therapy due to the sinus tachycardia discriminator. The device remains in use. No further patient complications have been reported as a result of this event.